Event description:
The customer called to report high blood glucose levels of 441 mg/dl while she waited for the insulin pump educator to set up a replacement insulin pump. The customer's health care professional later called for assistance. She stated that the insulin pump had vertical lines on the screen when a new battery was inserted. Troubleshooting was performed and the issue continued. It was also stated that the customer was treated for high blood glucose levels at the emergency room. The customer continued to use her old insulin pump while waiting for her replacement to be set up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.